Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis. The operator performed three separate delivery accuracy tests. The analyst was unable to duplicate the customer's problem, three separate delivery accuracy tests were performed. The pump was slightly over delivering but within the published plus or minus 6 percent specification. It was recommend that the pump's expulsor be trimmed in order to bring the delivery into more nominal of a range.

Event description:
Information was received that this smiths medical cadd legacy pump was "calibrated about 10 percent off". No adverse effects were reported.